Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the battery for the uninterruptible power supply (ups) was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect ups battery has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while performing a planned maintenance (pm), the uninterruptible power supply (ups) batteries for the imaging system were not holding a charge. No additional information was provided. There was no patient present when this issue was identified.